Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver baclofen [3000 mcg/ml] at 1000 mcg/day, indicated for intractable spasticity and head/brain injury. It was reported that a motor stall occurred. It was reported that the patient went to the emergency room (ER) on (B)(6) 2017 after hearing a pump alarm and experiencing a return of symptoms (spasticity and pain). It was stated that they did not call the manufacturer¿s representative or managing physician; therefore the patient went home. The patient returned to the ER on (B)(6) 2017 with worsening symptoms and at that point the pump logs were read by the managing physician and the patient was started on oral baclofen. The event logs indicated that a motor stall had occurred on (B)(6) 2017 at 12:51, followed by a ¿stopped pump period may exceed tube set¿ message seen on (B)(6) 2017 at 12:51. There was no sign of a motor stall recovery. Surgical intervention was performed to resolve the issue and the pump was replaced. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the initial report, it was stated that it was unknown if the issue was resolved, and the patient¿s status was said to be ¿alive-no injury.¿ additional information was received from the manufacturer¿s representative on 2017-jan-27. It was stated that the cause of motor stall had not been determined. It was noted that the patient¿s reported symptoms of spasticity and pain had improved since the replacement. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found a feed through anomaly of shorting across the insulator.

Manufacturer narrative:
The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.